Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2010. It was reported that her ipg had tilted in the pocket causing her great discomfort. Otherwise, the scs system is said to be functioning as intended. Surgical intervention was undertaken to reposition the pt's ipg. F/u on this matter found no further issues reported.